Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, she will undergo medical device removal (seriousness criterion intervention required). The patient will be treated with surgery (essure scheduled removal for (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. The reporter commented: scheduled removal date (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gastrointestinal stromal tumour (gastrointestinal stromal tumor (gist): resection: tumor site-jejunum resection: small bowel resection gastrointestinal stromal tumor, mixed) and nabothian cyst. Previously administered products included: ibuprofen, vicodin, xanax, toradol and atropine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4948 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (left and right salpingectomy:). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: scheduled removal date: (B)(6) 2023. Discrepancy noted in insertion date: (B)(6) 2011 as per argus and (B)(6) 2009 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2009: endocervix, biopsy: endocervical glandular mucosa without diagnostic abnormality. Endocervical and ectocervical mucosa with nabothian cysts. Fallopian tube fimbria and cross-sections without diagnostic abnormality. Fallopian tube fimbria and cross-sections without diagnostic abnormality. Essure device present. Gastrointestinal stromal tumor (gist), mixed spindle cell and epithelioid type, 3.0 cm in greatest dimension. [Pregnancy test] on (B)(6) 2009: yes-result negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and lab data added, product start date updated, rcc updated, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure scheduled removal for (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. The reporter commented: scheduled removal date: (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.